Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset for the peritonitis. The patient was treated with vancomycin (dose, route and frequency not reported) for the event. At the time of this report the patient was recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). On unreported date, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14e11042 no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(6).